Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that in (B)(6), she had a attack and it was caused by low blood glucose levels. The customer also reported via phone call that there was an issue with occlusion on the reservoir. The customer stated that the insulin pump received no delivery alarms and low reservoir alarms. The customer reported that the current blood glucose level was 10.3 mmol/l. The customer stated that she changed out her infusion set and prime out no delivery during manual prime. Troubleshooting was performed. The customer was advised to rewind the insulin pump and reinsert the reservoir in to insulin pump. The customer stated that the insulin pump did not alarm no delivery. Product is expected to return due to no delivery alarm. Additional device related incident: infusion set (B)(4).